Event description:
It was reported that the patient presented in clinic for a generator exchange procedure. It was noted that the right ventricular lead had high capture thresholds and the pacing impedance had risen. The patient was asymptomatic. The rv lead was capped, and a new rv lead was successfully implanted on (B)(6)2024. The patient was stable throughout the procedure.